Manufacturer narrative:
Qn#(B)(4), lot# - unknown. Potential lot# - 13f18j0717 & 19f18k0240. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to minimize the risk of possible severing or damaging of guidewire. " teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guide wire unraveled during use. The customer also reports having some difficulty during insertion of the wire.